Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker exhibited right atrial (ra) impedance measurements of greater than 2000 ohms. A revision was performed and the patient¿s ra lead was surgically abandoned and replaced. This device remains in service with the new lead. No additional adverse patient effects were reported.